Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported large sensor glucose versus blood glucose differences, as well as sensor calibration errors. The insulin pump will not be returned for analysis.